Event description:
It was reported that at device change-out, externalized conductors were observed via fluoroscopy. All electrical measurements were normal. The patient will be monitored.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information received notes that the asymptomatic patient presented to the clinic after receiving an alert for out of range hv impedance. During lead extraction, the patient's blood pressure started to drop. No signs of svc tear or perforation were seen. A temporary pacing wire was inserted but bp continued to drop. The patient later expired. The physician suspected pulseless electrical activity due to decreased heart muscle perfusion secondary to severe.

Manufacturer narrative:
Ischemic heart disease as the cause of death.